Event description:
During a plif revision surgery performed per pt's request, the driver tips bent. The surgeon had to cut the rods in order to remove the screws. The surgery was extended by 40 mins.

Manufacturer narrative:
Investigation is pending.